Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a total lap gastrectomy, the reload was loaded onto the handle for the first firing. At the time of a open/close test of jaws, the device operator pushed the blue button. However, the jaws did not close. The status of the patient: no problem. The procedure was completed with another device. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating vas/med sulu and one (1) photograph opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The reinforcement material was still attached and intact on the anvil surface and the cartridge surface. The reload was applied to test media with proper transection and staple formation. Photograph depicts reload with sled slightly advanced to clamp up position and with no staple protruding from the cartridge. Also depicted is the reload in full and then attached to idrive and the adapter. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Based on the product analysis, the failure was not confirmed to be attributed to the reported event.